Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were called for a low blood glucose incident. The customer stated they were woken up with cold sweats and was disoriented. The customer's blood glucose was less than 70 mg/dl at the time of incident. The customer treated their blood glucose with glucose tablets. The customer's current blood glucose was over 80 mg/dl. Troubleshooting found the time was an hour off on the insulin pump. The customer was advised to monitor the insulin pump. The customer declined to return the insulin pump for analysis.